Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a suction catheter. The customer stated that, the white mouth piece did not have a hole in it. The nurse stated, that these suction devices are used to suction babies that are not breathing when born.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.